Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7054828, medical device expiration date: 08/31/2018, device manufacture date: 02/23/2017, medical device lot #: 7060845, medical device expiration date: 08/31/2018, device manufacture date: 03/01/2017. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6)was not observed as all samples met specifications.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes were having erroneous result, no report of medical interventions or serious injury.